Manufacturer narrative:
(B)(4). Batch #: p57m8r. Device evaluation: the analysis results showed that a gst60g cartridge reload was received. The reload was received with no apparent damages and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure a piece broke off inside the patient while attempting to staple. The piece was removed and the stapler was reloaded to complete the procedure. There were no adverse consequences for the patient.